Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generator's header and the lead insertion force used to insert the lead was out of specifications for the product. Final analysis found that the pulse generator's connector ports were out of specifications which contributed to the inability to insert the lead.

Event description:
It was reported that during the implant procedure, the atrial lead could not be secured; the physician was unable to tighten the setscrew. The pulse generator was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).